Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause for the reported issue of needle/cannula deployed early. The lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported the needle and cannula were deployed prior to activating the pod.

Manufacturer narrative:
The pod was received for investigation fully deployed. The data shows the device completed both the first and second priming sequences, though it is unknown at what point the needle deployed. There were no damages or deficiencies found that would result in the needle deploying early; the cause of the reported event could not be conclusively determined.